Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions via email on performing a complete pump reset, which included directions to fill a new cartridge to enable the reset.